Manufacturer narrative:
A manufacturing investigation was performed. One (1) matrix screw ø1.85 self-drill (part # 04.511.226.01s, lot # l257502) received and forwarded to manufacturing plant for investigation. The screw was returned with the tip missing which supports the complainant¿s description. The material was checked and no issues were found. The tip profile could not be checked due to the missing tip on the screw. The available data supports the complainant¿s description of the complaint condition therefore this complaint is confirmed. However, since all the relevant features to the complaint condition cannot be measured it is unknown if the cause of the complaint condition is a result of the manufacturing process. No manufacturing related issue was identified and/or confirmed. Exact root cause could not be determined exactly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jan 12, 2017. Expiration date: dec 1, 2026. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. The non-sterile device associated with this lot, part #: 04.511.226.01c, lot#: h254213 (non-sterile) - 1.85 mm ti matrix screw selfd-drilling/6mm. Quantity 120 was manufactured at synthes (B)(4). Date of manufacture dec 14, 2016. Inspection sheet for final inspection and inspect dimensional met inspection acceptance criteria. Component parts reviewed: raw material part 21015, lot h072911 was reviewed. The raw material product certification met specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during an lf1 osteotomy procedure to treat a jaw deformity on (B)(6) 2017, the surgeon had difficulty inserting the reported screw and upon removing it from the patient¿s cheekbone to examine the screw tip, it was discovered that the screw tip was broken. Since the screw could be inserted into the patient cheekbone with the first few rotations, the surgeon suspected that the screw tip might be retained in the patient¿s cheekbone. The surgeon decided to leave the broken fragment in the patient¿s body because it was difficult to explant. It was also said that the surgeon washed the screw insertion area, so the broken fragment might have been removed during washing. The surgeon commented that the screw was inserted into a hard area of the bone and that might lead the breakage. There was no surgical delay. There is no information available about patient outcome. The procedure was successfully completed. This report is 1 of 1 for (B)(4).